Event description:
Pt admitted for outpatient procedure endoscopic retrograde cholangiopancreatography with papillotomy. During procedure, oxygen saturation began to fall, code was called, with increase of o2 called for, it was discovered that the o2 flow meter was not working. Another meter was obtained & worked properly.